Manufacturer narrative:
(B)(4). Date sent: 7/29/2010. Clip. Eval summary: the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it malformed three clips due to an advancer bypass and the remaining clips were conforming according to our mfg specs. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a cholecystectomy procedure, the handle did not move after the first clip, so the instrument did not fire at all. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.